Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the device storz tower short out. When the doctor activated the wand, it made the tv screen on their storz blink and shut off. The procedure was performed using a different item. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure the device storz tower short out. When the doctor activated the wand, it made the tv screen on their storz blink and shut off. Patient status is unknown.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Sleeve retracted and deployed without difficulty and covered l-tip completely. Device conductivity was tested by attachments to distal tip and cautery connector and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when the tip of the device contacts conductive irrigation fluid or other conductive material such as metal, causing a large discharge of energy. The instructions for use (IFU) for the device clearly states in numbers six and seven respectively: ¿when using electro cautery, ensure that the outer sleeve is fully retracted to expose the tip of the device, as failure to do so may compromise discharge of energy from the electrode.¿ and ¿when using electro cautery, ensure that the electrode is not in contact with conductive irrigation fluid, as this may compromise discharge of energy from the electrode.¿ the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.